Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus delivery. Customer stated that they use the sensor feature on the insulin pump and that they were able to complete the rewind sequence. Customer also mentioned an issue with false high and low alarm on the insulin pump. Customer stated that her blood glucose readings and the sensor glucose readings have been significantly different and the sensor often reads low when she is not. Customer also mentioned receiving several no delivery alarms on the insulin pump and stated that she has to change sets often. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.